Event description:
It was reported the system failed to display an image. Rather, the system only displayed a blackened one. There are no reports of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The camera was replaced during the service call. The system was tested and found to be working as intended and put back into service.